Event description:
A hospital in a foreign country reported, that they found a leak in the evaqua expiratory limb of an rt235 neonatal breathing circuit. No patient consequence was reported.

Manufacturer narrative:
The returned device was visually inspected. A tear was observed on the evaqua expiratory limb approx 45 cm from the heater base end. This type of failure is most likely caused by external force during use, for instance from a circuit hanger. Conclusions: the damage to the evaqua expiratory limb was most likely due to external force during use. Our instructions for use have the following statements: attention: use caution when positioning the circuit, sharp or harsh edges and surfaces may damage the expiratory limb. Warning: do not crush or pinch the expiratory limb. In addition, we now have a tag on the evaqua expiratory limb to remind users to handle it with care. We are aware of other similar complaints involving the infant evaqua expiratory limb. The occurrence rate of this type of complaint is approx 0.024% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence.